Manufacturer narrative:
Mfg site name - (B)(4). Investigation results: visual examination of the returned complaint device showed that during the attempt to deploy the clip, the tension breaker broke and the proximal end of the clip was properly locked into the capsule windows but one of the capsule locking tabs was caught onto the bushing arm preventing full release. Additionally, the control wire was separated from the yoke ball indicating that the release mechanism functioned appropriately. The cause of locking tab getting caught onto the bushing arm could be over stressing the joint between the capsule and the bushing hat would result in the bushing arms digging into the capsule prior to deployment. This failure is likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however, the clip failed to release from the catheter even after actuating the handle. It was also noted that the spring of the handle was broken. Reportedly, the clip was then pulled off from the tissue, and the procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
(B)(4). Mfg site name - freudenberg medical. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however, the clip failed to release from the catheter even after actuating the handle. It was also noted that the spring of the handle was broken. Reportedly, the clip was then pulled off from the tissue, and the procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.